Event description:
Philips received a report from a customer that the screen went completely dark during an examination. There was no allegation of harm or injury.

Manufacturer narrative:
(B)(4). The field service engineer trouble shot the system and found that the hos pc could not startup due to the failure of power tray unit. He replaced this power tray, this solved the problem.